Event description:
It was reported that pump touchscreen became unresponsive preventing customer from interacting with pump. Customer's blood glucose (bg) was recorded as high. Customer administered an insulin injection to resolve the elevated bg. Customer reverted to an alternate method of insulin therapy.